Event description:
The field service engineer reported that the system experienced user un-initiated 'fast stop errors' resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver pcb assembly was evaluated and reseated. The system was tested and found to be working as intended and returned to service.